Manufacturer narrative:
Additional information added to h3, h6 and h10 h3: the actual sample was not received for evaluation, however, six companion samples were provided. The visual inspection of the companion samples by naked eye did not show any conspicuousness. A leak test of the dialysate side was performed and no leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, one unit of polyflux 140h had an external dialysate leak from the header. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.